Event description:
Information was received by a manufacture representative (rep) via a (B)(6) trial patient regarding an external neurostimulator (ens). Patient mentioned they have the urge to void, but they have not been able to since starting the trial today. They also mentioned the device is uncomfortable. As a result of what was reported, the patient was referred to their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.